Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances and loss of capture (loc). At the revision procedure, all connections were checked and they were normal. As a result the lead was explanted and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.